Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) have not yet been retrieved from the field. Based on a review of the software flag files there is no indication of a device malfunction.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in a nursing facility and went unconscious. Asystole with CPR artifact was detected 04:39:21. Between 4:40:34 and 04:42:05 four treatment shocks were delivered. The patient's rhythm at the time of the treatments was asystole with CPR artifact. The patient remained in asystole following the event. The patient subsequently passed away. Oversensing of low amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the event. There is no indication that the treatment during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm before the treatment.